Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2025, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
The user started receiving a sensor replacement alert on (B)(6) 2025, day 138 after insertion. An RMA was authorized for the return of the sensor for further investigation. The sensor was returned and tested in-house; the investigation showed no issues with chemical performance, but optical instability was observed. A review of dms data indicated that the sensor replacement alert was triggered after the sensor glucose was blinded due to the instability. Visual inspection under a microscope identified delamination of internal sensor components, which contributed to the instability. The user was provided with a replacement sensor as part of the resolution. B4.date of this report 05 oct 2025. G3.date received by the manufacturer? 05 oct 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10,4121. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4307.